Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The customer later reported there was no concern of fluid ingress at the point of the tear above the modular cable connection. There had been no further occurrences of driveline faults. Additionally, the mpu ac power cord did not come loose at the wall outlet or the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in use.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The controller event log files collectively contained information spanning approximately ~10 days of patient use (18oct2024 to 28oct2024 per timestamp). At 9:18:34 on 25oct2024, a controller internal fault alarm activated, due to an internal subfault which indicated that fuse a within the controller had been damaged. This fuse damage resulted in the power a signal being broken, and therefore a driveline power fault alarm activated a few seconds later at 9:18:36. The damaged fuse also resulted in a brief pump reset. The pump resumed operation above the low speed limit by 9:18:38 on 25oct2024. Throughout the remainder of the data, the pump maintained a speed within the expected range while the driveline was connected. The driveline power fault alarm remained active until the driveline was disconnected at 13:32:02 on 28oct2024, which was consistent with the exchange of the equipment. During functional testing of the returned controller, the driveline power fault was reproduced, and fuse a was confirmed to have been damaged. This component was replaced, and the controller was then retested. The repaired controller then performed as intended and was able to support the operation of a mock circulatory loop for an extended period of time without issue. Provided information for the event indicated that the patient had a tear on the percutaneous portion of their driveline. It was also communicated that the affected area had gotten wet in the shower. The root cause of the driveline power fault alarm and related fuse damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications the heartmate iii patient handbook, rev d section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook, rev d section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. It was found, during the investigation, that there were slightly increased wire resistances within both power cables. The increased resistance was determined to be related to wire fatigue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room with driveline power fault alarms and a frayed driveline. The tear was above the modular cable connection and the patient had gotten the area wet in the shower. Rescue tape was applied by medical team to the driveline. Log files were submitted for review. The event log displayed a string of power_cable_disconnect / low_power_hazard / no_external_power alarms on (B)(6)2024 at approximately 7:59 pm and (B)(6)2024 at approximately 9:20 am while tethered to the mobile power unit (mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events. The event log also displayed multiple strings of driveline_power_fault / pwr_a_broken alarms beginning on (B)(6)2024 as well as a couple transient controller_internal_fault alarms on (B)(6)2024 at approximately 9:18am. The event log also recorded a transient string of low_speed_hazard / pump_stop events on (B)(6)2024 at approximately 9:18am for about 4 seconds which appeared to be caused by electrostatic discharge. The pump restarted promptly as designed and functioned as intended during the events. The controller and modular cable were exchanged and log files from the new controller were sent for review. The additional log files captured routine events, and no notable alarm conditions or parameter changes. The driveline power fault alarms had not returned post modular cable and controller exchange.